Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a falsely elevated architect ca19-9 xr result on a patient sample. Patient mean data (collected from abbott link) was reviewed to demonstrate acceptable assay performance of lot 31110m500. The concentration difference by reagent lot from the average patient median ranged from -1.464 to 2.727 u/ml. None of the reagent lots evaluated exceeded the internal requirement for the architect 19-9 xr assay which states a maximum bias of 9.6 u/ml for values < 37 u/ml is allowable. The analysis concluded that all reagent lots reviewed read patient results consistently. Customer complaint data was reviewed and no non-statistical trends were identified. The architect ca19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that a falsely elevated architect ca19-9 result of 56.20 u/ml was generated. The sample was repeated with the following results: 9.75, 9.62, 9.55, 9.76 u/ml. They repeated the sample a total of 7 times and all results were in the normal range. There was no report of impact to patient management.